Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited that the adhesive part of the objective lens has peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event, ¿the objective lens glue was peeled off¿, was observed, and the device did not meet the standard specifications and function. The probable cause was determined as due to stress of repeated use, external factors, or handling of the device. The root cause could not be identified. Instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event which could have detected the phenomenon. Olympus will continue to monitor field performance for this device.